Event description:
A report was received that the patient was experiencing back pain and was administered epidural steroid injections. The patient reported that the injections were somewhat helpful.

Event description:
A report was received that the patient was experiencing back pain and was administered epidural steroid injections. The patient reported that the injections were somewhat helpful.

Event description:
A report was received that the patient was experiencing back pain and was administered epidural steroid injections. The patient reported that the injections were somewhat helpful.

Event description:
A report was received that the patient was experiencing back pain and was administered epidural steroid injections. The patient reported that the injections were somewhat helpful.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-1110-02 serial #:(B)(4). Description:precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that a hematoma was identified via myelogram around the patient's paddle.

Manufacturer narrative:
Additional information was received that it was a normal injection that was administered for the patient's lead site pain and not an epidural steroid injection. Additional information was received that there was no hematoma. The physician believed that what they saw was the material that the implanting physician used to secure the lead in place as confirmed through x-ray. Lead fracture was also suspected. The patient underwent a revision procedure wherein the physician cut the lead to get it out and replaced the lead with a new one per preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the paddle was completely separated from the two lead bodies. The lumen was melted and burned; this was typically caused by the use of electrocautery. All the cables were fractured. The fractured cables appeared to be caused by high tensile force applied on the lead. The complaint of high impedance could not be confirmed due to the severe damage to the lead. The root cause of the fractured cables could not be determined. The melted lead bodies were damaged during the explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that it was a normal injection that was administered for the patient's pain area and not an epidural steroid injection.

Event description:
A report was received that the patient was experiencing back pain and was administered epidural steroid injections. The patient reported that the injections were somewhat helpful.